Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: "I have this evo that would not deploy - kink in the catheter." Patient outcome: no patient outcome reported. Patient/event info - notes: 1. Please confirm if device is to be returned? If yes, please provide tracking details. Yes. 2. From the information in the file, it is stated that they were doing some housekeeping with defective devices. Is there details surrounding the use of this device available/possible to be obtained? If yes please see the following additional questions? Limited details. 5. What was the target location? Cbd. 10. What endoscope type and channel size was used? Olympus duodenoscope. 31. Is any account action needed (credit, no charge replacement, no action, ect¿) no charge replacement. The product was left in the manager's office while he was off. His comment around "housekeeping " was literally commenting on the products left in his office during his absence. He had no further details to share with me and did not know whom of the many physicians and or nursing staff at the hospital experienced this issue. They are a consistent user of our metal stents, he states they would have simply grabbed another stent to complete the case. He did state he was unsure if the product was patient contaminated, however it was wrapped in a yellow biohazard bag. The only information he was provided was written on the box that the catheter was kinked and would not deploy. They use olympus duodenoscopes please replace this product g 23134 and send attention: (B)(6). I will attempt to uncover more information and provide accordingly.